Event description:
It was reported that during service this 980 ventilator failed the inspiratory autozero solenoid offset test. The ventilator was not in use on a patient at the time of the reported event. Although the customer reported this as no patient involvement the customer also reported no patient harm. A review if the logs indicate that this back up ventilation (buv) occurred while in use on a patient.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during service this 980 ventilator failed the inspiratory autozero solenoid offset test. Although the customer reported this as no patient involvement, the customer also reported no patient harm. A review of the ventilator logs indicates the codes declared only occur during ventilation and that the device entered backup ventilation (buv) at the time of the event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the a code related to buv in memory only but could not duplicate. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.